Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after receiving a shock. It was determined the shock was inappropriate due to noise being oversensed. Additional investigation revealed pacing impedance measurements greater than 3,000 ohms. Tachy therapy was programmed off. Boston scientific technical services (ts) reviewed the available information and confirmed there was intermittent noise that resulted in pacing inhibition greater than two seconds. As a result, a venography was performed and a new pace/sense ventricular lead was successfully implanted. No additional adverse patient effects were reported.